Manufacturer narrative:
Device manufacture date: 09/30/22 to 10/07/22. Correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information for h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.